Event description:
Further information was received that the explanted products were discarded.

Manufacturer narrative:
Corrected data, initial report: explant and product return inadvertently not mentioned in the initial report.

Event description:
Patient underwent replacement of the lead and generator. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Patient presented with high impedance. It was noted that earlier in the week the patient experienced a seizure and fell hitting his neck and chest on a counter. Impedance was noted to change as the patient moved his arm. The patient was referred for x-rays. The x-rays have not been received or reviewed to date. Patient was referred for full revision (replacement of the lead and generator).